Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a post market clinical follow-up report received from bg klinik tubingen, germany. The title of this report is ¿retrospective data collection report pmcf variax hand.¿ which is associated with the stryker ¿variax hand locking plate¿ system. The investigation for the patients included in this report was performed between 5 november 2018 and january 2019. It was not possible to ascertain specific device details from the report, or to match the events reported with previously reported complaints. Therefore 20 complaints were initiated retrospectively for the post-operative complications mentioned in the report. This product inquiry addresses delayed union with pain and sensitivity to cold followed by hardware removal. The report states: ¿a (B)(6) year old male presented with a severe sensitivity to cold, pain and pressure pain in the area of the plate, 284 days after the procedure. Patient requested a hardware removal which was performed after 301 days. He did not present again, we can only assume that the problem was resolved.¿